Manufacturer narrative:
No further information could be obtained on the use or the scenario in how this occurred. No parts were returned and it is unclear if another revision surgery would be conducted to correct the "loose" set screws.

Event description:
The exact date of the event is unknown. The distributor identified that a patient had a revision surgery where the old screws were left in the patient and new set screws were applied upon completion of the revision. The patient came back pain free, however it was identified by the surgeon that set screws had come loose.